Manufacturer narrative:
(B) (4) - wound dehiscence: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a port placement performed in (B) (6). Sutures was placed deep in the subcutaneous tissue around the port to close the incision. The patient returned after four weeks. Suture was still present and the wound had opened and required an additional stitch.